Event description:
The customer reported a routine check of the iabp; they observed that the iabp safety disk was loose. No patient was involved.

Manufacturer narrative:
The company representative observed that the safety disk block guides were broken. The company representative replaced the guide block (p/n: 0391-00-0087). The iabp was performance tested to factory specifications and safety tested. It functioned normally and was returned to the customer. (B)(4).